Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient saw a physician who prescribed unspecified oral antibiotic tablets and an unspecified cream due to a peg-j site infection, which was getting better.

Manufacturer narrative:
Catalog number in d4 is the similar us catalog number; the international catalog number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.